Manufacturer narrative:
Concomitant medical products: etbf3216c145e stent graft, implanted: (B)(6) 2017; etlw1620c124e stent graft, implanted: (B)(6) 2017; etlw1620c156e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The cardiac compass displayed invalid data. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.